Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 411 mg/dl and current blood glucose is 262 mg/dl. The customer mentioned that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.